Event description:
It was reported from the us that the device was broken. The piece connected to reamer locked, then disengaged from reamer. It was reported that no pieces were left in the patient. The agent was present at surgery. There was no delay or clinical consequence to the patient. Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Information was not provided for: pt. Info, lot#. Device was not available for analysis. Design-related issues: the design of the tri-drive cannulated handle has been in the field since 2009. (B)(4). This is considered "very low" according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: manufacturing data could not be evaluated because no further information regarding the serial numbers or manufacturing lot was provided. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold, risk is captured. Corrective actions are not required because the occurrence rate is "very low", and the risk is captured in the rmr. Most likely underlying cause: according to the information provided, the sales representative reported, "broken. Piece connected to reamer locked and then disengaged from reamer." The broken tri-drive cannulated handle reported was likely the result of holding the sleeve stationary while the instrument was spinning, which led to the retaining ring breaking loose from the assembly and allowed the tip to disassemble. However, this cannot be confirmed because the device was not available for evaluation and no further information was provided. IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues and/or design issues. There was no reported patient adverse event. It was reported that no pieces were left in the patient. An investigation was conducted; according to the information provided, the sales representative reported, "broken. Piece connected to reamer locked and then disengaged from reamer. "The broken tri-drive cannulated handle reported was likely the result of holding the sleeve stationary while the instrument was spinning, which led to the retaining ring breaking loose from the assembly and allowed the tip to disassemble. However, this cannot be confirmed because the device was not available for evaluation and no further information was provided.